Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a difference in the impedance value in the interrogation report versus the battery and lead measurements page in the remote monitoring report. Diagnostic interpretation was provided. No patient complications have been reported as a result of this event.